Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient complained of an unknown rash. The physician wanted to rule out that it was not due to the spinal cord stimulator (scs) so the entire system was explanted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Impedances were done which were normal and x-rays were taken. It was unknown if the issue was resolved at the time of the report but the rep would follow up with the physician on (B)(6) 2018. The rep would return the ins for analysis. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7495lz51, serial# (B)(4), implanted: (B)(4) 2002, explanted: (B)(6) 2018, product type: extension. Product ID: 3487a, lot# j0231113v, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) returned the implantable neurostimulator (ins), extension, and lead for analysis. They were received on (B)(6) 2018. No further complications were reported/are anticipated.